Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 219mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to shorted lcd driver board. The insulin pump was received with cracked case at display window corners, display window and battery tube threads, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.